Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure an endeavor sprint drug eluting stent was implanted in the rca. Approximately 3 months post index procedure patient suffered acute left heart failure and expired. Cause of death is a cardiac death. Investigator assessed that the event is not related to the study device.